Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer via email on 11aug2020, it was stated that on (B)(6) 2020 patient complained of redness and lacrimation in both eyes. On (B)(6) 2020, upon initial examination by an ophthalmologist, patient was diagnosed with "other form of keratitis and myopia". Punctate epitheliotomy was performed on the entire surface of the cornea; one superficial infiltrates up to 2mm in diameter was noted in the left eye; medium depth was noted in anterior chamber. Subsequently, antibacterial topical eye drop and nonsteroidal anti-inflammatory drugs were prescribed for 3 days. On (B)(6) 2020, patient complained of low vision, pain and redness it was confirmed that patient bought lenses without fitting from optics. Viscometer measurement (vis) revealed 0.15 sphere -5.0 = 0.5 in the left eye and examination revealed blepharospasm; mixed conjunctiva injection, corneal infiltrate superficial in the total left paracentral but slight infiltration on the cornea as well, round infiltrate (about 2mm in size), precipitates on the endothelium. Patient was diagnosed with keratouveitis due to contact lens wear with moderate myopia in the left eye. Patient underwent injection and physiotherapy treatment. On (B)(6) 2020, patient was still experiencing low vision (vis: 0.15 sphere -5.0 = 0.7) with less irritated eye and hyperemic conjunctiva, paracentral infiltrates were resolved, edema of the corneal epithelium was noted along with 3 opacities of rounded shape. On (B)(6) 2020, patient complained of low and foggy vision in the left eye; vis: 0.15 sphere -5.0 = 0.9; less irritated eyes, less conjunctival hyperemia and improvement was noted in opacities of the cornea of left eye. Symptoms are improving. A separate record has been created for events associated with right eye examination. Additional information has been requested but not yet received; this complaint will be re-assessed upon the receipt of new information.